Manufacturer narrative:
The completed product analysis indicated that one opened sample of part number 8229970 from lot number 0214631143 was received. In the "as received" condition there was no occlusion of the main tube inside diameter. A syringe was used to inflate the cuff with 15cc of air , and the inside diameter delaminated within 10 seconds blocking a portion of the airway path. Which would have resulted in the reported event. The approximate location / orientation of the occlusion on the inside diameter was proximal to the inflation assembly and approximately 45 degrees out. The tube was deflated with no issue, and the obstruction receded. The analysis concluded that an out of specification condition was present which would have resulted in the reported malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation. The product analysis is anticipated but has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The doctor reported that after the procedure, during extubation, that the lumen of the flex emg tube was blocked.